Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with chest discomfort. Upon further examination and x-ray, lead dislodgment was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient tolerated procedure well and in stable condition.